Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) full lead: it was noted that the lead has a large amount of damage from the implant attempt. A stylet cannot be inserted easily and the helix will not retract due to the distorted proximal coil which is squeezing the inner coil. The proximal conductor is distorted. (B) (4) proximal conductor distorted.

Event description:
It was reported that during the implant procedure the impedance was greater than 2800 ohms while threshold was high. It was difficult to extend the helix. The device was not implanted. No patient complications have been reported as a result of this event. It was reported that during implant attempt, there was high impedance greater than 2800 ohms and high threshold, and there was difficulty in extending the helix. The patient's status was reported as "ok". Edited text: it was reported that during the implant procedure the impedance was greater than 2800 ohms while threshold was high. It was difficult to extend the helix. The device was not implanted. No patient complications have been reported as a result of this event.